Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the shutdown alarm of this ht70 ventilator barely sounded when the power was turned off. The repair was performed by third party service provider tokibo (tkb). Tkb confirmed the reported issue and replaced the ht70 control board. It was informed that the unit was functional after replacement. One control board was returned to medtronic for analysis. The control board was installed into the ht70 test ventilator and found the unit under testing (uut) was power cycled off and a short beep was observed during the power down process. The system was power cycled on/off and the shutdown alarm sound was not resolved due to capacitor c159 failure. Analysis determined the returned control board was faulty. Failure of c159 could result in the shutdown alarm failing to annunciate. The cause of the reported event was isolated to a faulty capacitor c159 on the control board. The ventilator is in scope of a field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, the shutdown alarm of this ht70 ventilator barely sounded when the power was turned off. The ventilator was not in use on a patient at the time of the reported event.